Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the rectum during a laparoscopic colorectal surgery, the anvil disengaged. The device was replaced to complete the case. There was no patient injury.